Event description:
Lead was implanted for LBBAP on (b)(6) and elevated threshold and lead dislodgement were confirmed on (b)(6). Physician tried to re-positioning but tissue entangled to the lead tip so it was explanted.

Manufacturer narrative:
Combination Product: YES.The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.